Event description:
It was reported that during the implant attempt, two different left ventricular (lv) leads were attempted in the lv, but both leads exhibited no capture and high impedances. The leads were not used, and another lead was placed in the right ventricular (rv) apex. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.